Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). In 2011 a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6) 2011 the patient experienced peritonitis and was hospitalized on the same date. The cause of peritonitis was a break in aseptic technique. On (B)(6) 2011 the patient started treatment with vancomycin (1 gm, once a day, ip) and fortum (1gm, once a day, ip). On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, the event peritonitis resolved and the treatment with vancomycin and fortum was discontinued. It was not reported whether the break in aseptic technique resolved. Dianeal therapy was ongoing as was remedial therapy with vancomycin and fortum. The nurse believed that peritonitis was not related to dianeal. A statement of causality was not provided for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error - poor aseptic technique.